Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. Ring cover is broken. Battery drawer is contaminated.

Event description:
It was reported that the battery to the external pulse generator was depleting too quickly. It was also reported that the device intermittently powers itself on. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the battery to the external pulse generator was depleting too quickly. It was also reported that the device intermittently powers itself on. The device is being returned for repair. No patient complications have been reported as a result of this event.